Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device passed functional and electrical returned instrument testing evaluation (rite). An external/internal inspection was performed with no issues noted. The device's pneumatic system was checked and all pressures were found to be stable and correct. A short, simulated therapy was performed successfully with the device. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed and identified the following alarms: system error (se) 2240, se 2367, and se1031. The se 2240 and 2367 occurred on the reported date of the issue. The reported problem of repeating alarms was verified but could not be duplicated during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a 2060 alarm was not verified during the event history log review. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a repeating system error on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy, while the hp was connected. The hp was unable to confirm what the specific alarm was as the hp was not near the hc device. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) with the hp. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.